Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was not able to provide specific cgm or bg values that occurred on (B)(6) 2023 but stated the inaccuracies happened a lot and that the dexcom device was ¿off all the time¿. The day of the event the patient woke up and felt exhausted. As the day went on, she felt worst and worst and called her endocrinologist who told her to go to the hospital if she would not be feeling any better. When the patient daughter arrived home, around 5:00pm, the patient was disoriented, and her daughter drove her to the hospital. She reported she was immediately put into the intensive care unit (ICU) because of diabetic ketoacidosis (dka). When she got admitted to the hospital, her dexcom was taken off and she was put on intravenous treatment with insulin. Besides that, she was also given vitamins like magnesium and potassium. The patient reported that it was difficult to stabilize her blood sugar, and that in the end she stayed a total of 4 days in the hospital. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.